Manufacturer narrative:
The returned tap was received and evaluated. The threaded tip was observed to be fractured and separated from the instrument. The fracture surface near the transition where the threaded portion begins appeared consistent with a relatively clean shear. The small diameter shaft exhibited bending, indicating that bending loads were applied during use. The detached threaded tip remains in the c2 pars. Review of the device history record confirmed the device was manufactured from 465 stainless steel and meets astm a564 specifications. No anomalies or manufacturing defects were identified. Based on available information, this event is most likely associated with bending and torsional loads that exceeded the design limits of the instrument, potentially encountered during use in dense bone.

Event description:
During a spinal procedure, a tab fractured within the c2 pars and remains in situ.